Manufacturer narrative:
Device evaluation. The device has not yet been returned for evaluation. A follow up report will be sent when the evaluation has been completed.

Event description:
The user reported that during an intervention, a portion of the wire became disconnected and had to be surgically removed. No further harm or injury to the patient was reported.